Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, the target lesion was located in the right internal carotid artery with heavy tortuosity and heavy calcification. Out of package, the retrieval catheter was noted to have an unknown substance on the tip of the catheter including the inside of the lumen. The retrieval catheter was exchanged for another retrieval catheter and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: only the retrieval catheter was returned. The delivery catheter and tray were not returned. The retrieval catheter was returned without blood or saline visible. There was a cloudy substance inside the tip of the retrieval catheter. There was no other damage noted to the retrieval catheter. The cloudy substance was pushed through the tip and chemical analysis results suggest that the top hits from the search library contains types of teflon (ptfe and etfe). These results conclude that the substance is perfluoropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing and is used to aid in the retrieval force required to retrieve the filtration element. Based on the returned device analysis, there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.